Manufacturer narrative:
This report is a response to medwatch report # mw5089383 which was received by amt from the FDA on 09/16/2019. It was reported that a g-jet was placed and that two days after placement the tip of the tube eroded causing a bowel perforation. Amt reached out to the user facility to obtain further information about the usage, device and patient. The patient presented with a 5 mm in diameter perforation of the third portion of the duodenum near the gastrojejunostomy tube which was noted to be necrotic. The user facility confirmed that the patient has ongoing health issues that are unrelated and they were unsure if the perforation was from the tube. The device was discarded after removal and a medwatch report was sent as a precautionary. Since the device was discarded by the user facility the device could not be evaluated and device failure could not be confirmed. A device history review could not be conducted as the device was not returned and no lot or laser number was reported with the complaint. Based on the information provided we do not believe the reported incident was the result of a manufacturing defect. We have assigned complaint # (B)(4) to this report and will provide additional information to the FDA if the device or additional information is able to be obtained and its analysis changes the conclusion of this report.

Event description:
The customer reported that "eroded gastrojejunostomy tube 2 days after placement causing perforation. Unsure if tube malfunctioned".